Event description:
It was reported via repair work order that the unit needed unknown repairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Result: problem unknown. Conclusion: customer made repair.